Manufacturer narrative:
Results - four unused samples were sent, one of them opened. Specks of foreign matter seen through the units and within the sealed and opened packages. Conclusion - root cause was soiled debris introduced during the cleaning process that was not purged properly.

Event description:
It was reported that brown specs were found on the luer adaptor piece of the bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in. No injury or medical intervention reported.